Event description:
The pt was on continuous renal replacement therapy (crrt) via extracorporeal membrane oxygenation (ECMO). The crrt dialysis and replacement bags ran dry. The filter did not alarm or show prompts that the bags needed to be changed or the expected weight was wrong. The writer noted the empty bags and air in line was past the deaeration chamber and clamp. The interface with the ECMO line was clamped. ECMO certified nurse was called and they were at the bedside. Bio-med was notified and a new crrt machine to be placed with the ECMO device. The pt remained stable.